Event description:
The physician reported that no pdf report of the follow-up could be printed. After pressing the print button in report screen (pdf printer already chosen), nothing happened. After leaving the session, no pdf was stored on the hard disk. Patient file has been re-opened and again printed. Printing message on headline was displayed after 20 seconds and printing was flashing for 30 seconds. After that, the file was available on hard disk. With smartview version 2.42 installed no such delay has been observed, compared with version 2.44 just installed. An explanation is required.

Event description:
The physician reported that no pdf report of the follow-up could be printed. After pressing the print button in report screen (pdf printer already chosen), nothing happened. After leaving the session, no pdf was stored on the hard disk. Patient file has been re-opened and again printed. Printing message on headline was displayed after 20 seconds and printing was flashing for 30 seconds. After that, the file was available on hard disk. With smartview version 2.42 installed no such delay has been observed, compared with version 2.44 just installed. An explanation is required.